Event description:
It was reported that left hip revision surgery was performed. Metal on metal reaction, metallosis, elevated serum chromium levels, pain and swelling, difficult mobility, memory loss, high blood pressure, nasal sores, insomnia and pulmonary fibrosis reported.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to metal on metal reaction, metallosis, elevated serum chromium levels, pain and swelling, difficult mobility, memory loss, high blood presure, nasal sores, insomnia and pulmonary fibrosis reported. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. Only the details of the bhr cup have been confirmed with medical records. Using the supplied implantation dates, patient details, surgeon details and hospital name. The bhr head part and lot numbers involved in this case has been identified (subject to confirmation with medical records). The part and batch identified were as follows: 74121142, 83402 resurfacing femoral head 42mm. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Although, per the revision operative report, the patient¿s symptoms included a ¿high serum chromium level, a complex autoimmune disorder including pulmonary fibrosis and thyroid disease, as well as multiple neurologic symptoms such as confusion and dizziness¿ the revision intraoperative findings were well-fixed bhr components, clear fluid in the capsule, with no findings to support metallosis. A lab or pathology result was not provided nor were any further clinically relevant supporting documentation for inclusion in this medical investigation. The reported elevated chromium level and reported clinical symptoms may be consistent with an adverse reaction to metal debris; however, no metallosis was found during the revision. A multitude of factors as possible contributors to the patient¿s autoimmune and neurological symptoms cannot be ruled out. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source cannot be confirmed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.